Event description:
An expandable stainless steel stent was placed through biliary stricture. The stent was deployed but the inner plastic cannula could not be removed as the tip was embedded in the wire prongs of the proximal end of the stent. The plastic cannula had to be cut and was left in place. This was explained to the pt and his family.